Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7095541, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7098842, UDI: (B)(4).